Event description:
It was reported by the customer that a pyxis medstation system had a drawer failure. The customer stated that the main drawer 2 failed to open and rails are sticking. The customer rebooted the station but not able to recover. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer failure. The field service engineer replaced the rails, inspected the unit and checked all the connection on the controller board. The system functioned as intended after the field service engineer troubleshot the device.